Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient had an infection at the generator site. The patient was recently implanted with the generator. The patient was referred for surgery for stitch abscess and erosion. The patient's generator was replaced. Device history records were reviewed and the generator was confirmed to be sterilized and there were no nonconformities before distribution. No additional relevant information has been received to date.